Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as fast ventricular tachycardia (fvt). The right atrial (ra) lead exhibited intermittent undersensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.